Manufacturer narrative:
Product was received in and damages to the buckle was confirmed. However, the investigation is ongoing for the root cause. Therefore, this report is based on the information reported by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #(B)(4). Evaluation started but not completed.

Event description:
Customer reported the quick release limb holder broke resulting in a patient attempting to get out of the bed and falling. The date the issue was discovered is unknown and no patient injury was reported.

Manufacturer narrative:
The product was received in a analyzed. Visual inspection found stains on the device showing wear. Functional testing of the unit confirmed the reported buckle issue, however, the root cause for the failure could not be determined. Historical review of the complaint database showed seven other complaints with similar failures in the last 2 years. The possible cause for the failures were determined to be related to excessive force or impact. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU provides warnings stating, do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. Warnings were also provided to always monitor patient per facility policy. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #2019-00350.

Event description:
Supplemental report is needed for additional information.